Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 30-degree endoscope plus instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report that the image was upside down and the hand controls were opposite. The technical support engineer (tse) instructed the customer to remove the endoscope, hit the instrument clutch button, rotate the endoscope 180 degrees, and then reinsert the endoscope. After performing the requested actions, the image and hand controls were back to normal. The customer continued with the case. The procedure was continued as planned with no reported injury.